Event description:
Cefepime 1 gram/0.9% sodium chloride 50 ml in smart ez pump 100 ml/hr, 100 ml volume [lot s7k56] for infusion was "leaking everywhere." Pt reports another dose of cefepime was already empty.